Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. The device remains implanted. This record is for the left side.

Manufacturer narrative:
A visual device analysis of the returned device identified, weight to spec, crease flat and white particles in the shell. Cloudy and bubbles in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: there were no issues found related with the manufacturing process. Correct reason for reoperation "capsular contracture, baker grade is unknown".

Event description:
Patient initially reported, a left side "capsular contracture", baker grade unknown. Against left side. Physician reported, no complaint against device. And later a different physician confirmed, a "left-side capsular contraction, baker grade iii" exchange. The device has been explanted.